Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found a faulty aspiration pump. The fse replaced the aspiration pump resolving the aspiration errors on the first aspiration on the patient samples. Failure mode was attributed to a faulty aspiration pump. (B)(4).

Event description:
The customer reported to beckman coulter (bec) an aspiration error on the first aspiration in about 50% of their patient population from the unicel dxh 800 coulter analyzer. The customer stated that controls recovered within specification without issue. The customer set ¿enable retry aspiration¿ feature which requires the dxh800 analyzer to automatically retry aspiration when there is an aspiration error detected. The customer indicated there were no issues with the second aspiration of the sample and they reported the results from the second aspiration which was considered correct by the customer. Data was requested by bec for review, but the fse replied that he could not produce the printouts or the specific aspiration errors because the first aspiration errors were immediately destroyed and he could not recall the specific errors. There was no impact to patient results; no erroneous results were generated. No death or injury is attributed to this event and there was no change to patient treatment.